Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer replaced the barcode scanner cord to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system ar-1a barcode scanner was broken and not working. The customer reported that they were able to scan one medication and refill the device, but when attempting to scan and refill a different medication, the user had to log out and then log in again before they were able to scan the medication. The customer stated that users were required to repeatedly log in and out of the device in order to access, refill, or dispense various medications, which results in considerable delays in patient care. There were no adverse events or injuries reported based on this event.